Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. Device discarded by facility.

Event description:
During a staged convergent procedure, the patient had his surgical procedure on (B)(6) 2016, followed by a ep portion of the procedure on (B)(6) 2016. It was reported after the ep procedure patient experienced tia.